Event description:
While evaluating a returned processor pca, it was identified by an authorized technician that there was a corrupted program code in the flash memory u39/u40. There was no patient involvement.